Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's representative reported that the patient developed an infection. The cardiac resynchronization therapy defibrillator (crt-d) device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.